Event description:
Complainant reports the hand held portable electronic medical device burned her daughter's skin several times when she used the device to deliver controlled heat to her acne (pimples) to prevent breakouts. It is not known whether "extremely uncomfortable burns" are an expected reaction for the product. The product was purchased over the internet at the co's website: myzeno.com.